Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. Explant was reported due to aortic and tricuspid regurgitation was reported. The investigation found that leaflet 1 and leaflet 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface with narrowing of inflow diameter. There was drying artifact on all the leaflets. No inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed ,and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, thinning and loss of collagen was noted at the tear site, which could have contributed to the formation of the tear. In addition the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 21 mm sjm trifecta valve was implanted in the aortic valve and a mitral valvuloplasty (mvp) with a non-abbott device was implanted due to aortic regurgitation (ar) and mitral regurgitation (mr), respectively. The patient had a previous history of infective endocarditis. In (B)(6) 2021, moderate ar was detected by echocardiography. In (B)(6) 2021, severe ar was detected. Tricuspid regurgitation (tr) aggravation was also confirmed. On (B)(6) 2021, a redo aortic valve replacement (avr) and tricuspid annuloplasty (tap) were performed. The 21 mm sjm trifecta valve was explanted, and a 23 mm epic supra valve with flexfit was implanted to resolve this event. A non-abbott valve repair ring was also implanted into the tricuspid valve. Upon explant of the 21 mm trifecta valve, it was observed that there was a leaflet tear from the stent post between the non-coronary cusp and the right coronary cusp. The physician attributed regurgitation aggravation to this leaflet tear. No additional information was provided.